Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements in addition to high pacing thresholds resulting in loss of capture (loc). As the cause of the loc could not be determined, the physician elected to program the patient's device to only provide pacing via the left ventricular (lv) lead and continue monitoring the patient. The patient is reported not to be pacemaker dependent. No adverse patient effects were reported.

Event description:
Additional information was later received indicating the patient reported tones from their device. Upon interrogation in clinic it was noted that high out-of-range pace impedances continue to be observed. Additionally, high out-of-range shock impedance measurements were reported. Review of past shock impedance measurements indicated the out-of-range measurements was close to historical measurements and did not likely indicate a change in lead integrity. As the patient remains non-pacemaker dependent the physician does not wish to intervene and will instead continue to monitor the patient remotely.